Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition requiring a device recalibration. During further evaluation of the device at the manufacturer's service center, "ventilator inoperative" alarm conditions were also observed. The device's system board was replaced to address the issues.

Event description:
The manufacturer received information alleging a service required alarm condition occurred related to the failure of the device to charge its internal battery. The device was not in patient use. During the evaluation at the manufacturer's service center, the battery charging limit was found to be set to less than 100%. The device was recalibrated to address the issue.